Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandfather reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's blood glucose was 80 mg/dl at the time of call. The customer's grandfather stated that they treated the high blood glucose with manual injection. The customer's grandfather stated that the drive support cap appeared normal. The customer's grandfather performed troubleshooting and did not find air bubbles, leaks and site issues. The customer's grandfather also reported that they experienced low blood glucose of 61 mg/dl and treated with food. The customer's grandfather stated that they had no delivery alarm and got resolved by complete set change including the reservoir. The insulin pump will not be returned for analysis.